Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, the single use aspiration needle penetrated through the guide and a piece of the needle remained at the puncture site in the lung. Additional information was received from the customer that the broken needle fragment was successfully removed. The procedure was then completed with a similar device. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction. Corrected fields: h7 and h9 - was inadvertently left blank.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The laser-cut hypotube (lch) was ejected from the distal end and hole is visible in the outer sheath. In addition, the following reportable malfunctions were identified during the device evaluation: the tubing (pebax) is frayed at the end of the distal end site. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a significant amount of force is required to push the lch out the distal end of the device. The most probable cause of the complaint is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.